Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the guide wire lumen bent, and the pulmonary vein could not be occluded. The balloon catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.